Manufacturer narrative:
The alleged event is not confirmed. The liberty cycler was not returned to the plant for investigation. The serial number is unknown. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
There was no product history review of the alleged device since the serial number could not be confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that a peritoneal dialysis patient went to the hospital for an unknown reason after speaking with technical support. Additional information was solicited.